Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system x-ray was blocked. Review of the system log file showed that there was a malfunction with frontal ip-pc. Upon functional testing, rse found that the issue was due to software defect or virus and suggested for the replacement of ippc. Rse recreated the database remotely and performed the cold restart. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the x-ray was blocked in the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and after the reconstruction of the database, the device was returned to use in good working order.